Event description:
Testing by service center found the ventilator turbine was not spinning up without an alarm. The turbine did not start working until the technician ran a step test. The ventilator was not on a patient when the reported problem occurred.